Event description:
It was reported by service report that the calf supports were worn and not holding the patient's weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: calf support.